Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurs, which the customer understood.